Event description:
It was reported that, during the preparation state of an inflatable penile prosthesis surgery, a hair within the sterile package of the reservoir was identified; therefore, a different reservoir was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component and its packaging underwent a thorough analysis. The reservoir was visually inspected, and leak tested. No leaks were identified in the component; however, during visual examination, several dark fibers were noted to be present on the packaging and device surface. Therefore, a microscopic and spectroscopic evaluation was performed, during which several of the fibers were confirmed to be matches with polyamide and polyester. The remaining examined fibers were found to be a match with hair of animal origin. Analysis confirmed the reported clinical observations.

Event description:
It was reported that, during the preparation state of an inflatable penile prosthesis surgery, a hair within the sterile package of the reservoir was identified; therefore, a different reservoir was used to complete the procedure. There were no patient complications reported.